Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a charge circuit warning due to a charge timeout (cto) that occurred after the device battery reached the elective replacement indicator (eri) level. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965 implantable tachy lead, (B)(6) 2005; 407652 implantable pacing lead, (B)(6) 2005. (B)(4).